Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet pump entered the fill tubing step while the user was connected to the infusion set, during which the user delivered 5.9 units of insulin and the system showed low insulin, and engineering logs indicated insulin had been paused earlier and later resumed before the screen advanced to the fill tubing step; the user experienced both low and high glucose readings and required assistance to exit the fill step. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included review of device logs and troubleshooting with user education. Investigation of this case revealed that insulin delivery had been paused for a period and that the device entered a fill procedure screen while connected to the infusion set, which is consistent with improper use of the fill function while connected and user-initiated interruption of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error.